Event description:
Hill-rom received a report from the account stating the foot end brakes were not holding. The bed was located at the account in (B)(6). There was no pt injury/user injury reported. This report as filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found a bad steer caster and four cracked caster supports. Per a search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2015. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the caster and supports to resolve the issue. Based on this info, no further action is required.